Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a left hip arthroplasty, and the acetabular cup was reported to have failed; the patient was being considered for revision. The surgeon requested options for reconstructing the acetabulum, planned to remove the failed cup, and indicated a need for screw fixation above and below the defect. Attempts have been made and no further information has been provided.